Manufacturer narrative:
(B)(6). Investigation summary: the customer issued a complaint for a damaged/defective needle guard detected by end user. Photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Investigation conclusion: unconfirmed, no issue observed. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. The manual needle guards syringe flange holding clips were observed straight and properly aligned. The syringe flange and barrel were not cracked or broken. Based on the deformation seen on one of the holding clips the syringe was unclipped from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. None of these causes are related to bd process. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use, the bd ultrasafe¿ manual needle guard was "not correctly nestled" in the autoguard catheter in the packaging. The following information was provided by the initial reporter: "nurse reported that the pfs was not "correctly nestled in the autoguard" in the packaging and believes this led to the pfs being dropped."